Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes from (B)(6) 2016 indicates that the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes from (B)(6) 2018, indicates that the patient received a left total knee revision due to pain, stiffness and aseptic loosening. The tibial component was loose, and removed with noted intact cement mantle. The femoral and insert components were revised without indication of deficiency. The patella was left in situ with no indication of deficiency. The surgery was completed without indication of complication by the surgeon. Depuy revision products were utilized at revision. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.